Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f361 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f361 for the reported issue shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. A photograph analysis was conducted for this complaint. A review of the customer provided photographs confirm the drive tube break as described by the customer. The photographs provided show a drive tube that has broken at the centrifuge bowl end. The upper drive tube bearing stop appears to be intact, and does not exhibit evidence of delamination or improper installation. The lower drive tube bearing appears to be installed in the lower retainer clip, but is not directly visible in the provided photographs. In addition, the photographs also show the centrifuge bowl is shattered in the bottom of the centrifuge chamber. The root cause for the drive tube break could not be determined based on a review of the complaint description, complaint trending and customer provided photographs. No further action is required at this time. This investigation is now complete. (B)(4)

Event description:
The customer called to report a drive tube leak/break during the treatment procedure. The customer stated at approximately 467 ml of whole blood processed the break occurred. The customer stated the patient was disconnected and the treatment was aborted. The customer did not return blood to the patient. The customer stated the patient was stable and received treatment on a different instrument the same day. The customer has returned photographs for investigation.